Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer is reporting mis identification with 448607 panel from lot 1266643. The maldi ID'd the organism as lactobacillus sp. But the 448607 panel ID's as streptococcus mutans.

Event description:
It was reported that while using bd phoenix¿ pmic/ID-107 a misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer is reporting mis identification with 448607 panel from lot 1266643. The maldi ID'd the organism as lactobacillus sp. But the 448607 panel ID's as streptococcus mutans.

Manufacturer narrative:
H6 investigation summary: this complaint is for mis ID of lactobacillus species as streptococcus mutans when using phoenix panel pmic/ID-107 (448607) batch number 1266643. Review of the lab reports shows that phoenix identified the organism as streptococcus mutans. Although binary files were provided, they were not reviewed as part of this investigation. As a result, this complaint is unconfirmed for performance. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed eight additional complaints on the complaint batch. None of the eight additional complaints were for this defect (mis ID-lactobacillus species). For further review, complaints due to mis ID of this organism (lactobacillus species) across this material (#448607) were reviewed and there are no trends associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and act as necessary. Please continue to communicate any additional concerns. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed eight additional complaints on the complaint batch. None of the eight additional complaints were for this defect (mis ID-lactobacillus species). For further review, complaints due to mis ID of this organism (lactobacillus species) across this material (#448607) were reviewed and there are no trends associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and act as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. Qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. Isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type optimum performance comes from using fresh 18-24 hour, well-isolated colonies ensure proper, sufficient inoculum density. Allow bubbles to dissipate after vortexing . Properly calibrate the bd phoenixspec¿ nephelometer with in-date mcfarland calibration standards . Use swabs with minimal fiber shed. Make the proper inoculum density for the inoculum system setting. (I.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). Volume of ID broth should be visually assessed for any obvious low fills. Ensure proper incubation temperature and environment . Use the correct media type as listed as acceptable for use in the user¿s. Manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). Handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors h3 other text : see h.10.